Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.

Event description:
A report was received from the field indicating that during a coronary intervention, the shaft of the 3.0x13mm cypher sirolimus-eluting coronary stent cracked, when the physician attempted to advance the stent into the catheter.